Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise. Noise was observed on the right ventricular channel over the past year. However, within the past few months the observed noise was intermittently oversensed. Technical services suggested the patient should be seen in clinic for a device evaluation. Additional information has been requested but was not provided at this time. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.